Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to urinary retention and left periurethrovesical junction mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation and a hysterectomy to treat menorrhagia, prolapse and stress urinary incontinence. Due to urge incontinence, chronic cystitis and recurrent urinary tract infections the patient underwent surgery but eroded mesh could not be removed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation.